Manufacturer narrative:
The manufacturer previously reported received information alleging issue related to a CPAP device's sound abatement foam. B5 should have been reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report receiving medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section g3 was corrected to reflect the new bad. Section h6 was "type of investigation", "investigational findings" and "investigational conclusion" was corrected to reflect a initial only report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report receiving medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.